Manufacturer narrative:
(B)(4).

Event description:
Per the patient's audiologist, the patient experienced recurrent infections, irritation and drainage at the implant site. Additional information has been requested; however, not made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient's infection was treated with oral and topical antibiotics (dates and duration not reported). This report is submitted on may 05, 2017.